Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube. No unexpected beep anomaly was noted.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump beeped and returned a button error alarm. Customer reported that there is no response to button pressing. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 249 mg-dl at the time of the call. No further info was provided.